Manufacturer narrative:
The company representative was unable to replicate the reported event. System was tested and verified to meet specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the equipment failed in the capsulotomy cut and the core was broken. The procedure was completed without further issues. Additional information has been requested.